Manufacturer narrative:
The reported issue was addressed with phone support. The customer removed the cannula and instrument at the same time. They were able to redock with a new cannula and instrument to continue the procedure. The technical support engineer (tse) advised the customer to clean it as best they could and send both accessories back for failure analysis. No site visit was conducted. The system was working properly and no additional action was required. Per log review, the following was confirmed: a myomectomy procedure was performed on 01-sep-2022 via system rsk8136. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the loose tip. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar got stuck in the patient. The tip became loose therefore making it hard for the surgeon to straighten the instrument and remove it. The customer stated they removed the instrument and cannula at the same time. They redocked with a new cannula and instrument and continued with the procedure. The customer asked how they should send the instrument back as they were unable to remove it from the cannula. The technical support engineer (tse) advised the customer to send both items back for failure analysis. There was no patient injury reported. The procedure was continuing as planned with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.